Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit received with cracked case on display window corners, minor scratched lcd window, and cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump alarmed button error during the bolus procedure. Customer's blood glucose reading was 99 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.